Manufacturer narrative:
Batch record review: a review of lot file a905 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a905 was performed. There were 2 additional complaints reported for bowl leaks to date for this lot at the time of the investigation. No trends detected. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported a bowl leak that occurred during a treatment procedure. A blood leak alarm occurred during 1st cycle. No other alarms during prime/treatment. Customer selected end treatment and all fluids were returned to the patient. Customer cleaned the centrifuge chamber.